Manufacturer narrative:
H3: visually, the inner shaft was broken 0.60 inches from the distal end of the inner hub when returned. There were indentions in the chevrons on the proximal end of the device and a separate dislodged hub bushings was returned with the device. Additionally, there was deformation in the distal outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.350 inches in the deformed area which was out of specification. Both hub bushings had traces of wear. Functionally, the device failed due to the damaged condition upon return and the inability to load the device into a handpiece. H6: codes updated. Previous applied fdm b17, fdr c20, fdc d14 codes are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during post-op that the bur broke off and the very end is still stuck in the handpiece. There was no patient impact.